Event description:
It was reported that at one time the patient was shocked so bad they thought they would die and had convulsions and their eyes rolled back. The shocking took place after the wires were fixed, after (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v811041, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID 3093-28, lot# v256969, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her first device wasn¿t working. The patient stated it worked ok at first then stopped, the patient stated that it ¿just wasn¿t working¿. The patient stated it caused her pain and tenderness. The patient noted that she fell once and the device shifted, the patient stated it was slipping. The patient also noted she was getting shocked. The patient did not know when the device stopped working. The patient started the pain, tenderness, and shocking began on (B)(6) 2009. The patient did not know the date they fell and the device shifted. The patient is implanted for gastrointestinal/pelvic floor. Information omitted about second device not working, retention, broken lead as it is covered in (B)(4). Information omitted about trial infections as it is covered in (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v811041, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3093-28, lot # v256969, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).